Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021. Customer¿s blood glucose at the time of hospitalization was 37 mg/dl and 46 mg/dl. Customer¿s current blood glucose was 175 mg/dl. Customer did experienced the symptoms due to low blood glucose such as vomiting. Customer¿s blood glucose was treated with food. Troubleshooting was done for low blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose event. Customer believed they had reaction to the vaccine. The insulin pump will not be returned for analysis.